Manufacturer narrative:
The evaluation has not been completed. A follow-up report will be submitted when the evaluation has been completed. Conclusions: a follow-up report will be submitted when the evaluation has been completed.

Event description:
The customer reported that during a filter retrieval in the inferior vena cava the radiopaque maker band fell off of the catheter. The physician was able to snare the filter and the marker band out of the patient with a second snare. No harm or injury was reported.